Event description:
Reporter states she received a letter from (B)(6) pharmacy regarding her true metrix device being defective and indicating higher readings than normal. Reporter states she noticed after light meals she would have a glucose reading of 199 and the machine was giving out higher readings than usual for about 3 to 4 days when it should have given a reading of 144. Reporter states she experiences dizziness randomly.